Event description:
It was reported that a "part of the silicone anchor will be stick to the anchor dispenser"; the "catheter was ok, the anchor dispenser not." It was noted there was no injury. Outcome was noted as "patient is ok and doesn't feel any discomfort." The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Model# 8781, serial# (B)(4), implanted: (B)(6) 2012, (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the catheter found the body of the anchor bent. The catheter and anchor were unable to be used. Just the anchor deployment tool was returned, with remnants of silicone still remaining on the hypotube. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
(B)(4).